Event description:
I have been using the cleo 90.24" infusion set, lot #75x153 for my insulin pump. I have used half a box with these infusion sets which failed to stick to my body properly. I used my IV prep to prepare the site as I always have, but one day I noticed my blood sugar had gone up to 230 and noticed that the tape for my infusion set had become loose and the cannula was no longer in my body. I then proceeded to go through 5 more infusion sets from the lot with the following results: 2 sets did not stick at all when I pressed the cleo infusion set and the instructions to rectify this issue did not fix the problem. Three sets went partially in but the tape did not stick completely to my body so the infusion set did not go fully into my body for proper use. This has continued with this box of infusion sets since (B)(6). I have gone through ten of the sets with only 2 actually sticking to my body properly. I have been using this infusion set for almost 4 years and never have run into this issue previously. What is more frustrating is that I contacted smiths medical b telephone and email to get replacements for the defective units and have never received a response.